Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the gear was jammed and was moving heavy. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the gear seized, blocked and was running rough on the battery handpiece device. It was further determined during the pre-repair diagnostics assessment that the device failed for check for leakage, check proper function of the triggers, check of free moving, check falling out protection (steal ring), check function of all modes and for check response of on/off trigger. It was noted on the service order that the device was not working properly while in use with five other battery handpiece devices. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.